Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received notes that the lead exhibited high capture threshold. Lead dislodgement was confirmed by chest x-ray.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for revision of the left ventricular lead due to dislodgement from possible twiddler's syndrome. The physician had not mentioned any concerns regarding lead performnce or patient safety. The lead was explant and replaced. The patient was stable.